Event description:
It was reported the insulin pump had cracks around the display window. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
Cracked reservoir tube lip, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.